Event description:
It was reported that during the implant procedure the physician was having difficulty placing the lead, and it had to be repositioned multiple times. Patient lost blood pressure and a pericardiocentesis was performed to relieve a tamponade due to a suspected perforation. The lead was removed and discarded. Another implant attempt will take place at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).